Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show large number of ¿placement signal not reliable¿ events 1036 (x2500) and several alarms #1036 (x40). Ltlog data indicates low signal-to-noise ratio (snr) level throughout the case, and rtlog data shows multiple instances of unreliable raw placement signal (corelated with coinciding low values of snr) and low contrast levels. Inspection of the console performed in danvers revealed significant contamination of the optical pump connector fiber. Testing of the optical bench revealed passing 5s parameters and no distortion of the charge-coupled device (ccd) output, however value of measured optical output power (2.5uw) was below specification (2.7uw). It¿s been concluded that reported issues with placement signal were due to combination of contaminated optical pump connector fiber, and optical bench lamp assembly performance below specification. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 pump placed to support a patient. The pump was supporting along with a protek duo, when, after five days, a signal loss occurred. The placement signal not reliable alarm did not prompt the team to explant the pump. The pump remained on for support. The pump was successfully weaned and explanted, and no patient harm has been reported.